Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative indicated that the catheter revision was performed in (B)(4) 2017 and that the catheter was brought down to t8. It was reported that the patient still did not feel therapy after the revision. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 500mcg/ml fentanyl at 233.79mcg/day, and 2mg/ml bupivacaine at 0.935mg/day via an implantable infusion pump for non-malignant pain. It was reported the patient had a catheter revision since the implanting healthcare provider originally implanted the catheter too high. No further complications were anticipated/reported.